Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection with swelling and pus at the sensor site. The customer contacted a healthcare professional and was prescribed an antibiotic ointment as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a skin infection with swelling and pus at the sensor site. The customer contacted a healthcare professional and was prescribed an antibiotic ointment as treatment. There was no report of death or permanent impairment associated with this event.